Manufacturer narrative:
Continuation of d10: product ID: unk-nv-onyx (unknown); implant date: n/a; explant date n/a citation: pilawska, s. A., krzyzewski, r. M., debicka, m., lasocha, b., brozek, g. A., popiela, t. J., stachura, k., kwinta, b. M. Facial nerve palsy as a complication of middle meningeal artery embolization for chronic subdural hematoma: report of 3 cases and review of literature. World neurosurgery january 2025. Doi:10.1016/j.wneu.2025.124128 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding facial nerve palsy as a complication of middle meningeal artery embolization for chronic subdural hematoma. The following medtronic devices were used: onyx liquid embolic system used as the embolic agent during middle meningeal artery embolization in all reported cases. An apollo catheter was reported to be used in one case. No deaths were reported in the study population. Among patient adverse events included: facial nerve palsy following middle meningeal artery embolization (mmae), occurring in all three reported cases. In the first case the patient was lost to follow-up, in the second facial nerve palsy partially resolved, and in the third the complication was permanent. All of them were treated conservatively. In the first case the tip of the apollo microcatheter unexpectedly detached and migrated to the ica near the foramen lacerum. The detached fragment of the microcatheter was removed utilizing a loop system. On the first day after the mmae, peripheral facial nerve palsy occurred on the left side. In the next few days the patient reported chest pain and presented signs of post-contrast nephropathy. After 5 days of hospitalization the patient was discharged home in good general condition. In the second case, on the second day after the procedure, the patient reported numbness of the left half of the face. Left facial nerve palsy was diagnosed. Steroids were administered. In the 3-year follow-up, the facial nerve palsy gradually resolved. In the third case the facial nerve palsy was still present at their last follow-up at 4 months after mmae. No further information was provided pertaining to medtronic products.